Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
When inserting the PICC, the lollipop indicator was moving towards the svc as it normally would but when getting to the last 5cm of the catheter the lollipop indicator turned upwards (in the opposite direction) indicating that the PICC might have looped back on itself. On attempting to correct the position thinking the PICC tip may be malpositioned, kept getting the same result. Finally, decided to insert the PICC to the measured length and disregarded the lollipop indicator position (still indicating it was looping back) and sent the patient for a chest x-ray to confirm position.